Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct relationship between the device and the patient's outcome could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. Review of the relevant sections of the device history records of (B)(6) showed no deviations from the manufacturing or qa (quality assurance) specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The heartmate ii lvas IFU lists adverse events that may be associated with the use of heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3: g1: updated. Section d1: brand name: corrected. Section d4: model number: corrected. Section d4: catalog number: corrected. Section d4: primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2020. The cause of death was not provided.